Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
In tka surgery using mako, to place the femoral array on the femur, drilled the bone pin. It goes through the anterior cortex and reaches the opposite cortex. The tip of the pin was broken, and the tip was embedded in the bone. At the doctor's discretion, another pin was used to place the pin at another location, and the operation was completed. However, after the operation, an x-ray was taken and confirmed the broken tip has remained in the bone. Since remained inside the bone, the operation has been completed without removing it.

Event description:
In tka surgery using mako, to place the femoral array on the femur, drilled the bone pin. It goes through the anterior cortex and reaches the opposite cortex. The tip of the pin was broken, and the tip was embedded in the bone. At the doctor's discretion, another pin was used to place the pin at another location, and the operation was completed.h owever, after the operation, an x-ray was taken and confirmed the broken tip has remained in the bone. Since remained inside the bone, the operation has been completed without removing it.

Manufacturer narrative:
Update to b2. Reported event: in tka surgery using mako, to place the femoral array on the femur, drilled the bone pin. It goes through the anterior cortex and reaches the opposite cortex. The tip of the pin was broken, and the tip was embedded in the bone. At the doctor's discretion, another pin was used to place the pin at another location, and the operation was completed.however, after the operation, an x-ray was taken and confirmed the broken tip has remained in the bone. Since remained inside the bone, the operation has been completed without removing it. Product inspection: as per the visual inspection from the image provided in the communication log that the broken bone pin can be confirmed. Product history review: review of the product history records indicate 1022 devices were manufactured under lot no lot w51416-1 and accepted into final stock on 04/17/2017. No non-conformances were identified during inspection. Complaint history review: review of complaints in catsweb and trackwise related to p/n 143140, lot number w51416 shows no additional complaints related to the failure in this investigation. Conclusion: the event was confirmed. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.